Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Implanting the device after the expiration date, not implanting a sterile device, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using incorrect tools, and implanting the device in an off-label location have been ruled out. However, the patient is a poor surgical risk as they have had poor healing in the past. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the impaired healing is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has a history of poor wound healing (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported impaired healing and necrotic tissue at the incision site. Antibiotics were prescribed, the patient went to a wound center, had a few dressing changes, and used collagen in the open wound. As of (B)(6) 2026, the patient is doing well and receiving good relief from their chronic pain. The wound is very superficial and the neurostimulator is not visible. No further issues have been reported.